Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument did not fire and the knife bent. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.